Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the equipment failed incoming testing. Upon evaluation, multiple components were damaged on the monitor and the u727 and u728 components and (dn) pca were damaged inside the electrode belt dn. The cause of the test failure and lack of data surrounding the reported event is the damage to the equipment. The root cause of the damage cannot be positively identified due to the extent of the damage. (B)(4).

Event description:
A us distributor contacted zoll to report that gel was present on the patient following an event. The patient was reportedly mentally impaired due to a previous heart attack. The patient's wife reported that the patient was sweating a lot and she saw sparks coming out of the monitor at the time of the event. The monitor reportedly did not work after the event. The patient was reportedly almost unconscious following the event and could not interact with the response buttons. The physician ended use. It is unknown whether a treatment shock was delivered. The ECG recordings are not available from the time of the event. The patient's rhythm at the time of the event is unknown.